Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on how to apply pressure to the button and eventually decided to replace the pump. The customer was advised to use a backup insulin pump to maintain insulin delivery and was instructed on how to return the problematic pump with a pre-paid label.